Event description:
The customer reported that the rhino-laryngo fiberscope insulation was falling off the tip of the scope. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s report of insulation falling of the tip was confirmed. Additionally, the following findings were also identified, and are as follows: a scope leak test was completed, and when taped the bending section cover (a-rubber), was still leaking, the bending section cover (a-rubber) adhesive was torn, the bending section cover glue was cracked, the objective lens had cracked glue around the lens along with minor chips, and the insertion tube had a minor dent, and passed the ring gauge. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.